Event description:
Pump alarm was reported after it was dropped, and it occurred during pumping. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with help from technical support, but alarm persisted. Replacement pump was provided under warranty, and customer will use multiple daily injections as a backup until the new pump arrives. Customer was guided on storage mode procedures and instructed to return the faulty pump using a pre-paid label within 10 days.